Manufacturer narrative:
D1 (brand name) has been updated. Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery, that was accessed by a non-abiomed provided 16fr medikit sheath, to support the 82-year-old female patient. She had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also supported by inotropes, vasopressors, and a vent for respiratory support. The other underlying medical history was not known or shared. The pump supported for 2 days and was explanted. There was no harm or malfunction reported in the 2 days of support. After explant there was limb ischemia observed. The physician commented that when the medikit 16fr sheath was removed, any thrombus that may have been attached to the pump may have embolized. There was no observation of clot on the pump at explant. Ischemia may be influenced by the use of a non-abiomed approved 16fr sheath, patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.